Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported following an unrelated procedure where the ipg was not placed in surgery mode and later on unable to connect with pc. Company manufacturer met with patient and several attempts of trouble shooting was unable to reconnect. As such surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.